Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site due to unknown reason. A s a result, the system was explanted to address the issue.